Manufacturer narrative:
Analysis results were not available at the time of this report. A follow up will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received was received from a healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator (ins) for failed back surgery syndrome and spinal pain. Information was reported that the patient had their spinal cord stimulator (scs) explanted due to no longer being effective. No further complications were reported. No additional patient symptoms were reported.

Manufacturer narrative:
Product analysis #(B)(4): analysis information -- (B)(6) 2018, 19:17:09 cst pli# 10 product ID# 37714 below is unedited, system generated text based on the analysis finding code(s) and test results. The returned {device} passed all {functional} testing in the laboratory. No anomalies were identified. The ins passed the final functional test on the automated test console. The ins failed the final functional test on the automated test console. {battery discharged. Recharged battery and re-tested} once charging was complete, the ins output was again tested and good stable output was observed on the electrode pairs the ins had when it was received. Once charging was complete, the ins output was again tested and good stable output was observed on all electrode pairs referenced to the {} electrode. After {1} pmr(s), the ins recharged normally. Analysis found the ins had reduced capacity due to {1} overdischarge(s). The overdischarge along with the amount of time the device was not used damaged the battery causing a rapid discharge the ins did not sync with a {ultra//sensor//activa dbs} patient programmer. Analysis determined that no telemetry was observed with an n'vision clinician programmer. Concomitant product(s): product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Analysis of the ins (B)(4) found no significant anomalies. The ins had reduced capacity due to overdischarge. If information is provided in the future, a supplemental report will be issued.